Event description:
The event is reported as: alleged issue: during a nephrectomy, the clip remained blocked in the applier and on the vessel. The surgeon removed the clip and used another one. No reported patient injury. Current patient's condition is fine.

Manufacturer narrative:
Device sample not returned to manufacturer at time of this report. Investigation is incomplete at time of this report.